Event description:
It was reported that the patient developed an infection. The pulse generator was explanted. The infection healed. A new device was implanted on (B)(6) 2015.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.